Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the material on the c cover was confirmed to be a mixture of silicic acid, calcium carbonate, and calcium sulfate, and the stain on the objective lens was confirmed to be silicic acid. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: inspection method is described in the operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation found, the image became cloudy. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths, brushes,sponges and the air, water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, colonovideoscope exhibited foreign matter from the plastic distal end cover and the objective lens. The issue occurred during an unspecified diagnostic procedure. The intended procedure was completed with the same set of equipment .there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. This report is related to linked patient identifier: (B)(6).